Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "pt sent to CT for CT abdo with contrast- cvc in right ij. Sedated and intubated, so not able to move- patient had arms placed above head for best images. Used brown lumen- saline flush given before procedure and no issues or increased pressures. Then during 3ml/sec of 300psi CT contrast injector indicated high pressures and decreased psi to accommodate and was able to still get great CT image. When disconnecting noticed outer lumen "sausaged" out." It was reported the cvc was removed and a new one was inserted. Customer reports the catheter did have a pressure rated valve on the end of the lumen, but the valve was distal to the area affected. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line stretched was confirmed through analysis of the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of an extension line ballooned/stretched was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based a potential lot identified from a sales history review, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "pt sent to CT for CT abdo with contrast- cvc in right ij. Sedated and intubated, so not able to move- patient had arms placed above head for best images. Used brown lumen- saline flush given before procedure and no issues or increased pressures. Then during 3ml/sec of 300psi CT contrast injector indicated high pressures and decreased psi to accommodate and was able to still get great CT image. When disconnecting noticed outer lumen "sausaged" out." It was reported the cvc was removed and a new one was inserted. Customer reports the catheter did have a pressure rated valve on the end of the lumen, but the valve was distal to the area affected. The patient's condition is reported as fine.